Event description:
Healthcare professional reported of the right side device: "red and inflated around the whole breast". Later healthcare professional reported "rupture" and "internal debris inside of implant", "red particles inside of implant", "internal fractures", "any creases", and "bubbling". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, foreign material on implant, inflammation and tissue irritation.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. - bubbles: not observed . - rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. - crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. - gel fracture: unable to observe since the device is ruptured. - foreign material on implant: not observed through visual inspection. No additional observations performed on the device. No further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported of the right side device: "red and inflated around the whole breast". Later healthcare professional reported "rupture" and "internal debris inside of implant", "red particles inside of implant", "internal fractures", "any creases", and "bubbling". The device was explanted.